Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to high impedances. The device won't be coming back; it was kept by the facility. No additional adverse patient effects were reported. Patient was stable post operatively.

Manufacturer narrative:
Block d2b: additional applicable product codes: qrb.